Event description:
Report rec'd from the USA stating that there is a damaged component - nose cone. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred and the date of the event is unk as well. No add'l info was provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).